Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during the implant procedure the patient developed leakage of cerebrospinal fluid. The incident occurred prior to the implant of the device and the procedure was stopped. A collagen matrix was applied to resolve the leakage and there have been no reports of further complications regarding this event. The patient may be implanted in the future.